Event description:
It was reported that the left device couldn't be turned on, on apr 13; the ipg can't be detected by programmer. This teenage pt is very "timid". His father called the doctor everyday because his son is very worried about his own situation and eats very little. Additional info was requested. See MFR's report # 3004209178-2008-07592 and MFR's report # 3004209178-2011-03574.

Manufacturer narrative:
(B)(4).